Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the reported issue. Functional testing could not duplicate the reported issue, but it was found that the dso sensor was faulty. The dso sensor and dso seal were replaced.

Event description:
It was reported that the pump showed the message, ¿no disposable pump won¿t run,¿ during patient use. No patient harm/adverse event was reported.